Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made and improvement was noted. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section g.3 the date of the initial report is corrected to (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.